Event description:
It was reported that at an unk time post op, x-rays showed that the top right set screw was loose. A revision surgery was performed approx 8 1/2 months post op to replace the set screw.